Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the aorta in a 58-year-old male patient with a past medical history of coronary artery disease (cad), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). While the patient was in the intensive care unit (ICU) on post-operative day (pod) 10, the patient was sitting in a chair and called out for help. The nurse noted that the patient could not move his left arm, had a left facial droop, and the patient's airway became compromised. A stroke alert was called. A computed tomography angiography (cta) of the brain showed a left m2 middle cerebral artery (mca) occlusion. The patient was transferred to an outside facility for a neuro surgery consult. After two weeks on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.2l/min as intended. Cerebral vascular accident/stroke is a potential adverse event, and may be influenced by patient-specific and device-related factors such as pump thrombosis, inadequate anticoagulation, device-related vascular injury, prolonged support time, and/or pre-existing factors.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.